Manufacturer narrative:
The t:slim x2 user guide states, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received an auto off alarm. Additionally, it was reported that the customer inadvertently forgot to change the time on the pump to reflect the daylight savings time change. The customer's blood glucose level was 300 mg/dl. The customer delivered a bolus. Reportedly, the customer would update the time on the pump. Tandem technical support reviewed the auto-off safety feature with the customer. Customer resumed insulin delivery successfully.